Manufacturer narrative:
The serial number was not provided. The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient had multiple no external power alarms, but only recalled 3 instances related to the mobile power unit becoming unplugged. The manufacturer's technical services representative reported that the no external powers occured as mentioned, and the emergency backup battery did take over running the pump. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The reported incident of a no external power alarm was confirmed through the analysis of the submitted system controller log file. The log file captured no external power alarm events on five separate days. The alarms appeared to be active as a result of the power cables being disconnected in sequence; however, the analysis could not conclusively determine a root cause for the power cable disconnection and the resulting alarms. It was reported that the patient was supplied with a locking cord for the mobile power unit (mpu) and have had no further alarms. The device associated with this complaint was not available for evaluation. The serial number of the device was not provided; therefore, a review of the device history records could not be completed. The manufacturer is closing the file on this event.